Manufacturer narrative:
Patient developed a (B)(6) infection. Patient is to be revised to a replacement iuni g2 device. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Patient developed a (B)(6) infection. Revision surgery is planned.